Event description:
It was reported that the pacemaker was found in back-up vvi mode. The pacemaker was explanted and replaced.

Manufacturer narrative:
The reported event of device in back-up mode was confirmed. Analysis of device image indicated that device went into backup mode on explant date was due to exposure to electrocautery. Device could not be restored from back up mode due to battery voltage being at end of life (eol). Further analysis performed after installing new battery showed no anomalies. Longevity assessment was normal with no anomalies found.

Manufacturer narrative:
Correction: the correct investigation conclusion code should have been "unintended use error caused or contributed to event" rather than "no problem detected".